Event description:
It was reported that while talking a picture, the system displayed a fast stop activated error without the fast stop button being pressed. When the fast stop is activated, the system shuts down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.